Event description:
It was reported to boston scientific corporation that an uncovered rx wallflex biliary stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be implanted to treat a malignant 12 mm bile duct stricture caused by gallbladder cancer. Reportedly, the patient¿s anatomy was not tortuous and the lesion had not been dilated prior to stent placement. During the procedure, the physician attempted to deploy the stent; however, the deployment handle broke from the delivery catheter when the stent was partially released. The handle was fully retracted for release but the stent could not fully deploy. The stent was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Reported event of stent partially deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.